Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed to execute a baseline ECG recording. Upon evaluation, the r781 resistor was open. The cause of the baseline ECG failure is the open resistor. The root cause of the open resistor could not be positively identified. The damage is consistent with external defibrillations during resuscitation attempts. Device evaluation of belt sn (B)(4) has been completed. As received, the trunk cable connector was damaged an unable to connect to a test monitor. The root cause of the damaged connector is physical abuse. The damage likely occurred during resuscitation attempts. There is no indication that the damaged equipment caused or contributed to the patient's death. The patient was in a life-sustaining rhythm at the time the device was shutdown.

Event description:
During servicing of a patient's equipment, which was returned for investigation into the patient's death, a reportable problem was found. The equipment failed incoming testing. Details surrounding the patient's death include that the patient collapsed while eating lunch and was taken to the emergency room. Review of the download data indicates that the patient entered bradycardia between 40 and 50 bpm that transitioned to atrial fibrillation with a rapid ventricular response until the lifevest was shutdown. There is no indication that the reportable equipment problems caused or contributed to the patient's death. The patient was in a life-sustaining rhythm at the time the lifevest was shutdown. No ventricular arrhythmias were detected during the event.